Event description:
It was reported that a spectrum pump alarmed "close door" when the door was closed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported close door alarms, caused by excessive force being required to close the door. This was caused by the door hooks being out of adjustment. The door hooks were replaced.